Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the reported problem; however, multiple 23069 errors were observed in system logs as reported by customer. Fse replaced universal surgical manipulator (usm3). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis and the reported errors 23069 and 23064 were confirmed and replicated. In system logs, failure analysis confirmed errors 23069 and 23068 on axis 3. Upon visual inspection of the unit, fluid intrusion was found on the chipencoder virtual absolute (cva) disc, and the cva printed circuit assembly (pca). The unit was installed onto a golden system in normal mode and triggered errors 23069, 25850, and 1177. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit passed all require tests. The insertion cva disc and cva pca was found to be the root cause of the of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 23069 occurred on the universal surgical manipulator (usm3). The customer disabled the usm3 and continued the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The customer attempted to recover the faults without success. The customer stowed the usm3 and completed the case with the remaining three arms.